Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "fork lift damage, punctures, severe handling / poor method of stacking, double stacking, to much weight for box line board.¿ a DHR review was not performed as there was no lot number. Therefore, no additional action is required at this time. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the coude intermittent catheters were bent and the paper was bent up like they might have been in the heat.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the coude intermittent catheters were bent and the paper was bent up like they might have been in the heat.